Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 410 mg/dl, at the time of incidence. Customer reported that they feel vomiting like symptoms during high blood glucose level. Customer was treated with manual injection. Based on the report customer alleged that the insulin pump was under delivering. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump as well as reservoir will not be returned for analysis.